Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for a scheduled s-ICD implant procedure. The local representative contacted boston scientific's technical services (ts) on (B)(6) 2017 to report that this device exhibited electrogram noise and oversensing on (B)(6) 2017. The device's sense vector had been programmed to alternate at the time of shock delivery. The local representative commented that the patient has not received any inappropriate shocks. Ts discussed the possibility of air bubbles or connection issue. Ts suggested pocket manipulation to determine if there are any issues that may be still present. Boston scientific received information from the local representative that no pocket manipulation was performed and no chest x-ray was obtained. No additional clinic follow-ups have been scheduled. The available information suggests that the device and electrode remains in-service.